Event description:
It was reported to boston scientific corporation that a gold probe device was used during a procedure. According to the complainant, the gold probe failed to cauterize. The procedure was completed with a hemostatic clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a procedure. According to the complainant, the gold probe failed to cauterize. The procedure was completed with a hemostatic clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event: probe fails to deliver energy. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual evaluation of the returned device found no issues. An electrical evaluation was performed, which included load and isolation of electrode tests; the device was found to be within specification. The condition of the returned device was not consistent with the complaint that the device failed to transmit current; the complaint was not confirmed. The returned device showed neither evidence of the alleged issue nor any defect which could have contributed to the event. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no other complaints exist for the specified lot.